Manufacturer narrative:
Importer was alerted by distributor that a complaint was received from a physician regarding a malfunction of part number 1752. During foot surgery, the distal tip of the device broke as the physician attempted to increase distraction. According to the physician, the surgery was able to be completed using a towel clip and that no injuries were sustained by the patient. A picture of the broken device was forwarded to the importer by the distributor, and the importer in turn forwarded the picture to the manufacturer. The importer also requested that the distributor forward the broken device so that it could be evaluated by the manufacturer. The importer arranged a conference call with the manufacturer to discuss the complaint and determine a root cause. Based on inputs from the manufacturer and the quality assurance team from the importer, the following summary was deduced. The welding failed at the junction where the distal pin and the device leg meet. The root causes were determined to be the following: the worker did not tack on both sides of the item; no pronounced seam around the weld; final inspection activity did not verify that both seams were welded; welding activity was not performed at 360 degrees, and 5; the worker did not accurately follow the procedure.

Event description:
Distractor was holding the metatarsal/phalanx appropriately. Surgeon wanted a little more distraction and the tip broke off on the final click. Case was able to be completed by utilizing a towel clip on the proximal phalanx. Patient was a 52 year old female. Bone quality was fine. No injuries were sustained by the patient.